Event description:
It was reported that during a vascular stenting procedure in the sfa, the delivery system became blocked when the vascular stent was partially deployed. Therefore, the physician manually deployed the remaining portion of the vascular stent successfully. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.